Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02475 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the impedance would decrease when a rise was expected. Additionally, the physician felt that the system was under performing because four, 15 minute ablations had to be performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02475 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the impedance would decrease when a rise was expected. Additionally, the physician felt that the system was under performing because four, 15 minute ablations had to be performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issues or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).